Event description:
It was reported that the patient could not adjust their stimulation and a "call your doctor" message was seen on the programmer. A power-on-reset (por) condition was also reported, all following a revision procedure. Additional information was requested.

Manufacturer narrative:
(B)(4).